Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited oversensed noise and high out of range pacing impedances greater than 2000 ohms on the right atrial (ra) channel. The patient was not symptomatic to the noise oversensing. The device sensitivity and pacing mode were reprogrammed. The ra lead is a competitor's product. This pacemaker remains in service. No adverse patient effects were reported.